Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 was hard to open due to the right slide was bad. A field service engineer (fse) powered off the unit and replaced the faulty slide. The fse then ran the hardware test application, which passed successfully. The customer completed the inventory of medication in drawer 5. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a drawer failure and required maintenance. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.